Manufacturer narrative:
(B)(4). (B)(4).

Event description:
It was reported that a prompt for a new sensor occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be the patient stopped the sensor session on a secondary display which is potential patient misuse. In addition, this caused an early sensor expiration alert. The reported event of a prompt for a new sensor is reportable based on the finding of an early sensor expiration alert. No injury or medical intervention was reported.